Event description:
The implantable neurostimulator had to be replaced because it malfunctioned and stopped providing the patient stimulation. The hcp decided to replaced the stimulator and lads at the same time to provide therapy coverage to both the upper and lower body. Spinal cord stimulation never fully covered painful areas. The pain that is not covered by therapy is getting worse. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).